Manufacturer narrative:
Investigation: x--review DHR. X-inspect returned samples. Analysis and findings: complaint 2021-08-0000148. Was the complaint confirmed? Yes. Distribution history: this complaint unit was manufactured at csi on 03/23/2017 under wo # (B)(4) and shipped on 08/09/2017. Manufacturing record review: DHR 202709 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed physical damage to the trigger. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: an impact to the unit, from a drop, would be consistent with a broken trigger. Although a broken trigger was noted, the root cause is not definitively determined. Correction and/or corrective action : the unit's trigger was repaired, tested and returned to the customer. No further corrective action is necessary. No further training required. Preventative action activity : coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Lever broken. Order: (B)(4). Confirmed complaint:trigger broken off. 1216677-2021-00177 wallach ultra freeze 900076 e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Lever broken. Order: (B)(4). Confirmed complaint:trigger broken off. Wallach ultra freeze 900076. E-complaint: (B)(4).